Event description:
It was reported that shortly after a difficult and forceful intubation of a 3.5ped, pediatric tracheostomy tube, the pt experienced apneic spells, respiratory distress and required medical intervention. The 3.5ped was removed and the patients previous sized device was used. Pt returned to baseline condition with no further problems involved. Conflicting info received regarding the availability and return status of the 3.5 ped. As of the date of this submission, the device has not been received by the MFR for identification, analysis and investigation.